Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for normal follow up, multiple nonsustained right ventricular oversensing episodes were revealed as possible myopotential oversensing. Oversensing could not be reproducible with isometrics and deep breathing. Programming the lfa filter off was recommended. The patient will be continue to be monitored. No further information is available.